Event description:
Meter name: one touch basic enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: burning up. A pt reported they called emergency. Their meter allegedly would only prompt redo check and not ok message. The result on the emt meter was unknown. The time difference between pt's meter and emt was unknown. Treatment was unknown. No further info has been reported.